Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed that the pacemaker was in backup vvi. No programming changes were performed. The patient was in stable condition.

Event description:
New information notes that programming changes were attempted, but the device was unable to be restored. Further information requested, but not yet available.

Event description:
New information indicated that the pacemaker was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found device image could not be analyzed due to device image corrupted data. Results from electrical and mechanical analysis performed, after re-loading the device code successfully, indicated normal functionality. Further evaluation of the output parameter found all parameters within normal range. Additionally, the device was evaluated under cold temperature and monitored for several days with load, however backup operation could not be reproduced, and the cause of the reported event could not be determined. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.